Event description:
It was reported that this lead had noise even with maxed outputs, causing pauses and patient felt poorly. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).